Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (value not provided). The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.